Manufacturer narrative:
Health effect - clinical code was corrected from 4582 - no clinical signs, symptoms or conditions to 1918 - hypoxia the event of abandoned procedure was reported to abbott. During the patient's trial procedure with the doctor, the patient did not receive enough oxygen. Due to this, the trial was cancelled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during a trial procedure on (B)(6) 2021, the patient did not receive enough oxygen. As a result, the procedure was aborted.